Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 6.7 months. Through follow-up with the surgeon, it was learned that the device was explanted, due to mitral regurgitation.

Event description:
The physician tried to insert enterprise 4.5x28 size, but failed in handling the enterprise. A 28 size enterprise deployed at other position from target lesion. The physician pulled out this m/c and used prowler select plus catheter, and used another 28 size enterprise and prowler plus str microcatheter.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and a copy of the operative report was received. However, the operative report we received was for another surgery this patient underwent, and the information learned through that was not related to the reported device. A device history record review is in process.